Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that during the client's first arthroscopy surgery, the lens fogged up, causing the image to become blurry, and water droplets rolled on the inner side of the lens. Issue noticed during the surgery. The moisture in the mirror cannot be removed. Another mirror was replaced to complete the procedure.